Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and found that the hvac system above m cabinet leaked water into the m cabinet. Further troubleshooting revealed that the leak shorted the network switch, leaving the ts network switch without power; both ny5 and ny15 were connected to the damaged switch. No fire or smoke was observed. Water damage affected the pdu control module, pdu dual switch module, cisco cbs350-24t-4g managed switch dvi, usb2.0 extender replacement kit. The fse replaced all damaged components and confirmed there was no external drip tray installed. The pdu dual switch module was returned to philips for analysis, which confirmed a malfunction caused by an electrical defect and a blown fuse on output x24. After replacing the faulty parts, the system was restored to full working order. The codes have been updated based on the investigation's outcome.